Event description:
Initial reporter indicated that a patient had been admitted to hospital due to increased seizures. It is unknown if the seizures are above or below the patient's pre vns seizure rate. A battery longevity calculation was performed that showed the generator to have approximately 1.25 years till the battery would be expected to be near end of life. Good faith attempts are being made for additional information about the seizure event.